Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "loss of volume in the right breast with the presence of acute pain" and "the right implant is decreased in volume and flaccid but not ruptured with presence of intracapsular fluid." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "loss of volume in the right breast with the presence of acute pain" and "the right implant is decreased in volume and flaccid but not ruptured with presence of intracapsular fluid." Device remains implanted.